Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a past incident of low blood glucose while troubleshooting for no delivery. Customer reports to have been to the emergency room on (B)(4) 2014. Customer does not recall glucose level. Customer was stabilized in emergency room and released. Customer believes she may have over bolused before going to bed which may have caused low blood glucose. Customer was wearing insulin pump at the time of emergency room visit. No further information provided.